Manufacturer narrative:
The pump was returned for evaluation, however the investigation is still underway.

Event description:
An impella 2.5 was attempted to be inserted for support for hrpci. During insertion the pump kinked, requiring the use of a snare for removal of the device.

Manufacturer narrative:
Since the initial filing of the medwatch, the investigation has completed. The kinking of the pump cannula was due to wireless access attempts by the user. The introducer then buckled, when the excessive force was applied by the user, to remove the kinked pump from the patient. The snare was then utilized to remove the product from the patient when it became stuck within the introducer. The failure is of very low occurrence and will be monitored and trended.